Manufacturer narrative:
This incident appears to be related to the insufficient pre-drilling because the implant couldn't be inserted properly and had to be removed. During the attempt to remove the implant it bent and broke. The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force.

Event description:
On (B)(6) 2014 it was reported to 3m espe that a 1.8 x 13 mm mdi o-ball prosthetic head implant ((B)(4)) broke during implantation on (B)(6) 2014 and the apical fragment was removed on the same day in an additional surgery ((B)(6)). The fragment was removed via osteotomy without any complications. The dentist stated that the pt is doing fine without any ongoing symptoms.